Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the touchscreen was out of specification. It was also noted that the stylus was missing. As a result the touchscreen assembly was replaced and the stylus was added. The programmer then passed all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the touchscreen failed on the programmer. The programmer was returned for servicing. There was no patient involvement.